Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace (ha) instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. The grips opened and closed properly. The instrument was compared to an in-house harmonic ace instrument, and no misalignment was found. Further investigation found a teflon pad to be damaged. The teflon pad was torn at the distal end of the pad. There was material missing as a result.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace (ha) instrument blades were misaligned. The customer used a backup ha instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the ha instrument was inspected prior to use. Customer confirmed that no fragment fell into the patient. There was no error observed during intraoperative use.